Manufacturer narrative:
Medtronic received the following information from a journal article entitled; the predictive value of elliptical neck parameters and oversizing ratio for type ia endoleaks after endovascular aneurysm repair qing et al, j vasc interv radiol 2022; 33:375¿383 https://doi.org/10.1016/j.jvir.2021.12.020. Pt info: mean age, mean gender, exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted during the endovascular treatment of abdominal aortic aneurysms on unknown dates. The following adverse events were reported: type ia endoleaks. The cause of the type ia endoleaks are undetermined.